Event description:
The customer reported via phone call that the insulin pump alarmed check settings. The customer's blood glucose was 80 mg/dl. The customer was advised that the check settings alarm would always occur after exiting the training mode. The customer was unsure when the alarm had occurred. The customer indicated that the issue did not result in a serious injury or hospitalization. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.